Event description:
It was reported that on (B)(6) 2017, a 27mm trifecta gt valve was successfully implanted. During early 2023, the patient experienced problems with a murmur, fatigue, anemia, and kidney function parameters. The patient measured his blood pressure (bp) at home with omron bp device, showing the diastolic bp to be frequently at 55 and pulse as 57. The valve transitioned from mild leakage on (B)(6) 2023 to moderate leakage on (B)(6) 2024. The moderate leakage. At one point, the left ventricular ejection fraction (lvef) was <35% measured by echocardiogram. The patient was admitted to the hospital on (B)(6) 2024, and underwent transcatheter aortic valve replacement (tavr) with a non-abbott valve on (B)(6) 2024.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of murmur, fatigue, anemia, kidney function parameters and moderate leakage after over 5 years of implant was reported. It was reported that patient underwent transcatheter aortic valve replacement with a non-abbott valve. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. Factors that may cause or contribute to valve deterioration include implant-related factors, biological factors, and patient-related factors, none of which could be confirmed in this case. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.